Event description:
Patient suffered right distal tibia and weber c fibula - transverse fracture while getting into a car. Surgeon implanted a medial distal tibia plate, seven 2.7mm va locking screws, three 3.5mm va locking screws, and one 3.5mm cortex screw. Surgeon experienced difficulty with the va guide and could not get three 2.7mm locking screws to lock. The procedure was completed with no further issues. The screws that did not lock were not removed and remain implanted in the patient. Revision surgery is to be determined based on patients healing status. This is # 5 of 5 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.